Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the power consumption was increasing in a gradual fashion. Recommended device replacement or have the battery status reevaluated in 90 days time. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the power consumption was increasing in a gradual fashion. Recommended device replacement or have the battery status reevaluated in 90 days time. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the power consumption was increasing in a gradual fashion. Recommended device replacement or have the battery status reevaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis confirmed that the power consumption was increasing in a gradual fashion. Recommended device replacement or have the battery status reevaluated in 90 days time. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and was returned. No additional adverse patient effects were reported.